Manufacturer narrative:
Corrected d.1 and d.4 updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the complete heart block (chb)occurred after the pre-dilation. When the external pacemaker was lower, the patient's own rhythm came through in the form of junctional rhythm.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013015534); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, pr-dilatation was performed with a 21 mm non-medtronic balloon, and commissural alignment was achieved using a 2 cusp view. Complete heart block occurred, and the patient was supported by pacing on a non-medtronic guidewire. The first deployment was at 80% but was considered too shallow; a second and final deployment was performed with 2 mm on the non-coronary cusp and 4 mm on the left coronary cusp, achieving commissural alignment. At the end of the case, the patient developed junctional tachycardia.